Event description:
It was reported that the during the service evaluation process at the manufacturer facility the tip of the pointer was observed to be broke off. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.